Event description:
Internal "blood leak" reported with first use of dialyzer, non-reuse. Blood loss estimated at 150 cc due to discard to the extracorporeal circuit. No medical intervention was reported and no further pt info is available. Complaint sample was discarded. MDR filed due to blood loss reported.